Manufacturer narrative:
The customer found the sample probe was damaged and during the automatic internal cleaning of the pipette, the water was splashing to the sides. The field service engineer confirmed an issue with the sample probe which he replaced.

Event description:
There was an allegation of a questionable elecsys vitamin d assay ii result from the cobas 8000 cobas e 602 module. The initial result was >100 ng/ml with a data flag. The repeat result was 20.72 ng/ml. The questionable result was not reported outside of the laboratory. The repeat result was considered correct because it matched the patient's result history. The reagent lot number was 54735300. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.